Event description:
At the start of the procedure, one atraumatic 0 vicryl ur-6 was used and broken when suturing the device into abdominal tissue. Both pieces of this atraumatic were obtained and collected immediately. Intra-operative radiology was performed per hospital policy. The doctor and radiologist were called and spoke with the surgeon. The x-ray was negative. Manufacturer response for needle, 0 vicryl suture (per site reporter): we have requested a meeting with vendor through materials management. New manager is working with us. The team followed policy. Broken needle pieces retrieved, x-ray taken to ensure no pieces left behind. X-ray cleared by radiology.